Event description:
This patient experienced subacute thrombosis one week after a stent was implanted in the mid left circumflex. Pci was performed on this patient who presented for elective treatment of a 90% de novo lesion in the mid left circumflex that was 13mm in length in a 2.75-3.0mm diameter vessel. The (class c) eccentric lesion was characterized as calfified and angulated. Admitting medications included lipitor 80mg, imdur 60mg, plavix 75mg. Detrol 4mg, toprol xl 50mg, valtrex 10mg as needed, asa 325mg, indapamide 2.5mg vitamin c,e, b6 b-complex, omega 3 cod and flaxseed. Intra-procedure medications included 6000 units of heparin, 22.6ml integrillin, versed, morphine and nitro inerconcurring 550mg. The lesion was pre-dilated with a 2.5/15mm sprinter balloon at 8 atm for 30 seconds before deploying one 3.0/13mm cypher stent at 16 atm. Post-dilation was performed for unspecified reasons with an unknown balloon at 16 atm.